Manufacturer narrative:
The reported complaint that the autopulse platform (sn 37388) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed in the archive data but was not confirmed during functional testing. The root cause of the reported ua45 advisory message was the driveshaft not being at "home" position, most likely attributed to unintended user error. However, before sending the platform to zoll for service, the encoder driveshaft was rotated back to its "home" position, and the ua45 had been cleared. The reported ua45 advisory message was not replicated during testing, and the autopulse platform functioned appropriately and as intended. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The review of the archive data revealed that the autopulse platform was powered on and displayed ua45 advisory message multiple times around the customer's complaint date, confirming the reported complaint. User advisory is normally a clearable advisory message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. The autopulse platform passed the initial functional test without any fault or error. The autopulse was further tested by being subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) for 15 minutes, and the platform passed the test without any fault or error. Following service, the autopulse was subjected to the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The customer troubleshot the problem with the help of a zoll representative to clear the ua45 advisory message. The customer reported the ua45 advisory message continued to prompt. The customer did not provide any further information. The patient's status information was requested, but the customer did not provide a response.